Event description:
It was reported that when the surgical lead was implanted, they ¿broke¿ the 11th and 12 thoracic vertebrae, which was causing her pain. The patient planned to see her physician to possibly implant another lead. The patient¿s current system was giving her 70% relief of her groin pain. It was further reported that the patient was having surgery the following day. A follow up attempt was made to the patients physician, but was returned undeliverable. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger. (B)(4).